Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post aortic valve replacement the patient developed atrioventricular block which required a leadless implantable pulse generator (ipg) implant. Several weeks post implant the patient presented with suspicion of a sternum bone infection and was diagnosed with endocarditis of the mitral valve with subsequent involvement of the aortic valve. In addition, a chest x-ray indicated a possible pleural effusion and an echocardiogram showed a perivalvular abscess aortic root; mobile structure on the anterior mitral leaflet (vegetation). Blood tests were positive for staph epidermidis bacteremia. The patient was hospitalized and was given intravenous antibiotics. The patient underwent a replacement of the aortic and mitral valves and explant of the ipg. The ipg was later replaced with a transvenous ipg system. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.